Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3023 interstim urinary mgu ipg, implanted, (B)(6) 2001; 3095-10 neuro extension, implanted: (B)(6) 2001; 3080 interstim urinary mgu lead, implanted : (B)(6) 2001. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) battery depleted prematurely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.